Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed in this case, the complaint of inability to advance through sheath was unable to be confirmed due to no returned product or relevant device/procedural imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a subclaivian tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During the procedure, the 26mm commander delivery system (ds) became stuck in the 14fr esheath+. Although the system was pushed harder, it was unable to be advanced any further. The devices were removed as a unit and a second system prepped. The second system was able to be advanced and the valve was successfully implanted. Upon removal of the esheath+, a dissection was observed at the patient's access site. The dissection was surgically repaired. No damage was observed on the second ds or esheath+ upon their removal.